Event description:
Procedure: unk. Reportedly, when trying to remove the device, there was resistance. When removed, the anvil disengaged. The anvil was removed. There was evidence of a leak. On inspection of the anastomosis, a discovery of serosal tear to the posterior colon just distal to the anastomosis was present. The doctor decided to perform a diverting ileostomy and jackson pratt drain placement.